Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that precision light source that did not properly turn off when disconnected from the safelight cable. Patient was burned from the light cord.